Event description:
The patient discontinued use of the homechoice (hc) machine and returned it to baxter. The patient discontinued use due to changing to hemodialysis therapy. During evaluation of the returned, the product analysis laboratory determined the hc failed returned instrument test/evaluation testing due to a failure of the ground bond performance specification. There was no patient involvement in this complaint file.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal) for the issue of return instrument test/evaluation (rite) electrical test failed ground bond verification. No problems were revealed during inspection and all connections were correct and secure. The cause of the rite failure was undetermined. A service history review (shr) revealed no issues that may have contributed to the reported failure. The device was sent to servicing.

Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.